Event description:
It was reported that the customer had received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. The customer was not experiencing an occlusion alarm at that time of the report; therefore, troubleshooting could not be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.